Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the pump did not start due to the lumen not being removed. The device got stuck in the impeller. This pump was removed and a new pump was placed. There was no patient harm reported.

Manufacturer narrative:
The impella device was not returned. The investigation into the pump did not start issue has been completed. Based on the clinical account, the root cause of the pump being unable to start was the red lumen being left in the pump. This report is being filed as part of a retrospective review of historical records.